Event description:
Procedure type: lobectomy. According to the reporter: after the first firing was done, the sulu could not be removed from the device. Opened another device to continue to case. However after the second firing was done, the jaw could not be opened with the tissue grasped in jaw. Using electrical pencil to cut the tissue around jaw on the proximal side, it was released. By suturing the case was completed with no problem. Operating time was extended by less than 30 min. There was unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).